Event description:
It was reported that during an unknown procedure, the clip was fed into the jaws sideways at the 1st firing. So, the device was not fired for the patient and the jaws were closed to remove the device from the patient via a trocar. Then, the jaws did not open out of the patient. The device was not used for the patient. The doctor commented that there was neither unexpected noise nor resistance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The jaws were inspected and no burrs was noted. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was device eventually able to be opened? If so, how was device opened? We could not get further information about this complaint.